Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of iui male (right) ¿ raised was confirmed. On (B)(6) 2026, lvp was received unboxed and with paperwork. External inspection revealed that the male (right) iui connector wasn¿t fully seated or flush with the case. Root cause: the iui male (right) connector wasn¿t fully seated when installed. Workmanship at bd manufacturing. Recommend bd san diego repair center re-install the male (right) iui connector. Failure investigation report attached in salesforce. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had iui male (right) - raised. There was no patient involvement.